Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture broke and manual compression was use to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that the whole suture was returned intact, contradicting the reported experience. Inspection found the suture knot was properly formed and the rail suture end was cut with the device cutter. There was dried blood observed within the suture knot. This is indicative of successful needle deployment and suture retrieval. It appears as if the suture was pulled out of the artery while tightening the knot. Based on the investigation findings, the probable cause for the suture being pulled out of the patients anatomy is insufficient tissue captured or applying excessive pressure to the suture while tightening the knot. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records relevant to the reported event. A query of the complaint database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency to ensure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.